Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to poor contact with the endoscope due to failure of the video connector socket. The exact cause of the video connector socket failure could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the ureteroscopy with the subject device, since the connection between the video connector of the camera head and the subject device was loose, the image of the subject device was flickering severely and the endoscopic image of the subject device could not be seen. The user replaced the subject device with another device to complete the procedure. The subject device was used in combination with clv-s190. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector socket was broken and the video connector cannot connect the video connector socket. A supplemental report will be submitted, if additional or significant information becomes available at a later time.